Event description:
It was reported that the pt experienced pain in the leg/foot area. An MRI scan was taken and revealed "cord signal alteration at t12". The hcp reported "ischemia probably from placement of catheter, but no prior MRI to compare". The reporter further stated that it is unk if the event was attributed to the device. The pt was described as having "neuropathic pain lower extremity" and "hyperpathia" over the feet. The pump contained hydromorphone 30 mg/ml, bupivicaine 40 mg/ml and clonidine; increase in the daily dose did not affect the symptoms. The event is reported to be "ongoing".